Manufacturer narrative:
Product analysis: the proximal to mid stent wraps were intact. The remaining distal stent wraps were stretched distally on the balloon onto the distal tip and deformed. The hypotube was kinked distal to the strain relief. Images received and reviewed capture the lesion site in the lad. The lesion site exhibits calcification and narrowing of the vessel . The lesion site is pre-dilated with an unidentified balloon. In the next images, an attempted delivery of an unidentified stent and successful deployment is visible. There are no images capturing the attempted delivery and subsequent withdrawal of the resolute integrity 3.0 x 34mm device. (B)(4).

Event description:
The physician was attempting to use a resolute integrity drug-eluting stent during a procedure to treat a moderately calcified and moderately tortuous lesion in lad. The device was inspected prior to use with no issues noted. The lesion was pre-dilated. Resistance was noted when advancing the device but no excessive force was used. The device could not cross the target lesion. The physician believes that the event due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No patient injury reported. Analysis of the returned device confirmed that the stent was deformed.